Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at least 24 hours after an open small bowel resection the patient bled from the staple lines from the anastomosis, the anastomosis was created with an open bladed stapler and an open bladeless stapler was used to close the enterotomy. The surgical time was extended by more than 30 minutes. The patient had to be brought back to the operating room after 36 hours of bleeding so the surgeon could re-do the anastomosis and take unanticipated tissue to correct the situation. There was blood loss of more than 500 cc and required transfusion. The hospital stay was extended by 48 hours.